Event description:
Upon reassessment of the reported event, it was determined this report was previously submitted erroneously. As this device was not involved in the reported event, please void the initial report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this report was previously submitted erroneously. As this device was not involved in the reported event, please void the initial report. Updated: b4, b5, g3, g6, h1, h2, h3, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surfaceuse with plate 3,4 size yellow/c-h 10 mm height, catalog #: 00595203010, lot #: 64458813, stemmed tibial component precoat size 3, catalog #: 00598003701, lot #: j6889971. Report source - foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565 -2021 -02677, 0001822565 - 2021 -02678 .investigation incomplete.

Event description:
It was reported a patient underwent a left knee arthroplasty. Subsequently, the patient underwent a revision due to unknown reasons approximately 5 months later. Attempts have been made and no further information has been provided.